Event description:
It was reported that water tank always indicated low on the arctic sun device kept on ringing all the time disturbing for the service. Per follow up information received on 02aug2022, water was low because the user did not add water as they did not know the process. There was no patient involvement at all and the device had been repaired onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable.

Event description:
It was reported that water tank always indicated low on the arctic sun device kept on ringing all the time disturbing for the service. Per follow up information received on 02aug2022, water was low because the user did not add water as they did not know the process. There was no patient involvement at all and the device had been repaired onsite.